Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that she was unable to successfully reboot the pump after replacing the device's battery several times. The patient reportedly obtained a replace battery alarm that morning but could not get the pump to reboot. During the call with anm, the patient was able to perform the rewind, load, and prime steps after inserting an alkaline battery. The pump stayed powered on for several minutes during the call with anm. However, an hour later, the patient reportedly called anm back and reported that the issue was ongoing. The alleged issue was not resolved with troubleshooting. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump reboots to verify screen with audible and vibratory sounds. The black box showed evidence of power on resets, low battery and replace battery alarms. The pump was exercised for 24 hours and the pump had power loss during the 24 hour period and replace battery alarms were in the history. The pump current draw readings were higher than normal. The pump cover removed and the component u24 was found defective causing short battery life.